Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been getting motor error alarms in the last 3 days. Customer stated that she then got a compromised force sensor system alarm on the insulin pump. Customer stated that the motor error alarm occurred on thursday night and today it was working fine. Customer could not get the pump to correct. The insulin was squirting out this morning and the drive support cap appears normal. Customer was unable to check the alarm history. Customer was not able to perform a displacement test. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. We were unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. No moisture damage noted on electronics assembly.